Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) alarmed then stopped pumping while in use. After 15 minutes of unable to get the cardiosave to pump, they changed to a second pump successfully without issue. While attempted to print the alarm history, however the printer would not print. The nurse restarted the pump, and it made brief high pitch squeal prior to turning on. There was no patient harm or injury reported.